Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was debris underneath the cubies in the auxiliary drawer. A field service engineer removed the debris and reseated the row board cable for the auxiliary drawer. The fse tested the drawer in a med application with the customer and verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the pockets were failing and popping out and were not detected on the bus. The customer reported that a malfunction caused a delay to the patient care workflow. There were no adverse events or injuries reported based on this event.